Event description:
It was reported that during a supply change on an ilet using flex, the user did not observe insulin drops while filling and subsequently received an ¿unable to proceed¿ error during fill tubing, with troubleshooting indicating a complete blockage associated with the tube component; the user replaced the cartridge and connector and the supply change then completed without issue, with blood glucose elevated to about 400 after being disconnected from the pump. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the interaction and a medical device problem consistent with a complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.